Event description:
It was reported that the infusion was inadvertently programmed in mcg/kg/hour in adult critical care/anesthesia mode instead of the intended mcg/hour. There was patient involvement but no harm.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported event of ¿programming error¿ could not be confirmed; the devices were not returned for investigation. No devices were returned for this investigation; therefore, an inspection, log review and tests could not be performed. Alaris system user manual (v 12.3.2) states the alaris system is not intended to replace supervision by medical personnel. The user must become thoroughly familiar with the alaris system features, operation, and accessories prior to use. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the ¿programming error¿ could not be determined since the devices were not returned for investigation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the infusion was inadvertently programmed in mcg/kg/hour in adult critical care/anesthesia mode instead of the intended mcg/hour. There was patient involvement but no harm.